Event description:
A hospital in (B) (6) reported via our distributor that the shape of the heaterwire adaptors of an rt127 infant breathing circuit were different and could not connect. No patient consequence was reported.

Manufacturer narrative:
Additional 510(k): ps33118. The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The device was not returned to the MFR for investigation. An investigation was carried out based on the event description and previous experience with similar complaints. Results: breathing circuits with heated inspiratory and expiratory tubes have different heaterwire plugs for the inspiratory and expiratory tubes. A lot check revealed 5 other complaints of this nature for this lot number. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production making it unable to connect to the heaterwire adaptor. An investigation into the production process revealed that the operator made an error during production for approximately 2 hours. The size of the batch produced was not significant. The incorrect circuit produced cannot be connected to the humidifier. This is equivalent to an open circuit heaterwire and the humidifier would alarm, in addition to the user detecting this on setup. We are currently modifying our production process to reduce or prevent recurrence of this issue. (B) (4).